Manufacturer narrative:
Intellatip mifi oi temperature ablation catheter was evaluated by boston scientific. During the product analysis was found that the device has the irrigation tube partially detached, consequently confirming the reported clinical observation of tubing set - damaged/defective/fluid leak.

Event description:
It was reported that an intellatip mifi oi temperature ablation catheter was selected for use to treat a paroxysmal supraventricular tachycardia (psvt). During the preparation of a procedure, catheter irrigation side port was noticed to be broken and fluid was leaking out. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
A conclusion has yet to be established as the investigation is incomplete. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an intellatip mifi oi temperature ablation catheter was selected for use to treat a paroxysmal supraventricular tachycardia (psvt). During the preparation of a procedure, catheter irrigation side port was noticed to be broken and fluid was leaking out. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.